Event description:
Pt on "dolphin" immersion mattress. Bottomed out, resting on metal bed frame. Caregiver had product rep come in at 0300 hrs to check mattress, he increased the inflation, but at this time, pt is on the metal frame again. Called in equipment to have it replaced stat with fluid air bed. Have part of tag where recover care employee who came in at 0300 hrs wrote on back that this was raav dolphin. Obtained regular and bariatric seat cushions and placed under pt. To try to provide some presure redistribution.